Event description:
The product was used during a lung resection procedure. Reportedly, a small piece disengaged from the dlu. The piece was removed from the pt without injury.

Manufacturer narrative:
2/18/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.